Manufacturer narrative:
The tech isolated the issue to the valve solenoid. He replaced the valve solenoid, tested all functions and the bed passed.

Event description:
The complainant stated that the bed is drifting down.